Manufacturer narrative:
The insulin pump was received with a cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window. A motor error alarm occurred during the rewind process due to a corroded motor home switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had many scratches on their display window. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.